Event description:
Customer reported frequent charging requirements to prevent pump shutdowns. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting for document purposes only, allowing for battery depletion review before case closure.